Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Related MFR report number: 2017865-2024-34840. It was reported that a patient presented with a slow heart rate. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2024, diagnostic imaging was performed and revealed rv lead dislodgement. The physician elected to replace the rv lead. During the lead revision, the new rv lead had inadequate thresholds and a different lead was implanted. The patient condition was stable following the procedure.